Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6), I placed an epidural catheter for labor analgesia (brand: arrow, flex tip plus epidural catheterization set). As always, I checked the integrity of the device before placement and performed an aspiration test, which was negative, and a test dose, which also yielded negative results. I then secured the epidural catheter with three packs of steri-strips (a total of 9 strips), applied two transparent polyurethane dressings on top, and created a frame using medi fix tape (polyurethane adhesive tape) to ensure the catheter could not become displaced in any way. I completed the dressing to ensure the catheter was not exposed. The catheter functioned correctly throughout the entire duration of labor. I administered the first analgesic bolus and then connected a pump that released analgesic medication every hour. I was later called to remove the device, as it was no longer necessary. At the time of removal, the catheter appeared to be broken in two places, with the metal core exposed over several centimeters. The dressing was neither tampered with nor wet, indicating that the catheter had been functioning properly up until delivery (this was all confirmed by the patient, who reported effective pain relief throughout labor)."

Manufacturer narrative:
(B)(4). The reported complaint of epidural catheter breaking during use was confirmed based upon the sample received. The customer returned two catheter pieces that were separated at the extrusion. None of the catheter appeared to be missing. At the point of separation, the extrusion and coil wire were stretched on the likely proximal piece and was also stretched on the likely distal piece. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "(B)(6), I placed an epidural catheter for labor analgesia (brand: arrow, flex tip plus epidural catheterization set). As always, I checked the integrity of the device before placement and performed an aspiration test, which was negative, and a test dose, which also yielded negative results. I then secured the epidural catheter with three packs of steri-strips (a total of 9 strips), applied two transparent polyurethane dressings on top, and created a frame using medi fix tape (polyurethane adhesive tape) to ensure the catheter could not become displaced in any way. I completed the dressing to ensure the catheter was not exposed. The catheter functioned correctly throughout the entire duration of labor. I administered the first analgesic bolus and then connected a pump that released analgesic medication every hour. I was later called to remove the device, as it was no longer necessary. At the time of removal, the catheter appeared to be broken in two places, with the metal core exposed over several centimeters. The dressing was neither tampered with nor wet, indicating that the catheter had been functioning properly up until delivery (this was all confirmed by the patient, who reported effective pain relief throughout labor)."